Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 555 mg/dl at the time of the incident. Customer stated that the symptoms they have expressed may be indicative of possible onset of diabetes ketoacidosis. Customer was using auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.